Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed a cs 064 call service alarm which occurred due to user error. An ez-prime sequence and 24 hour duration test was performed successfully with no power interruptions or duplicated alarms. The pump was returned without the battery cap, and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an occlusion alarm during the prime step. It was noted that the tubing and cartridge was changed but the pump was not able to complete the rewind, load, and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.